Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2012, inratio: 5.4. Date: (B)(6) 2012, inratio: 1.0, retest inratio: 1.9. Patient tested on (B)(6) 2012 with a trainer present and got a 5.4 result. Patient's doctor instructed him to hold his coumadin dose for 3 days. Patient reports having trouble testing by himself for the first time on (B)(6) 2012. He did not apply enough blood on the first attempt and did not get a result. He then re-stuck the same finger and added multiple drops of blood to the strip and received a result of 1.0. Technical service reviewed proper technique with the customer over the phone and when he retested while on the phone her received a 1.9 result. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.